Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on (b)() 2018 that two flexiva ID tractip 200 laser fibers were opened for use for a laser fiber testing procedure performed on (B)(6) 2018. According to the complainant, during preparation, a spark occurred at the connector of the fiber. A second fiber was opened and the same issue occurred. The procedure was not completed due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.